Event description:
The customer reported an oil mist coming from their unit. Attempted to contact the customer regarding possible physical complaints related to the reported oil mist, the customer was not available . The asp field service engineer repaired the unit.